Event description:
A peritoneal dialysis patient and pd nurse reported hospitalization due to peritonitis. On (B)(6) 2013 the pt was admitted tot he hospital for an unspecified condition unrelated to use of his cycler. While hospitalized diagnostic tests were performed that discovered the pt had peritonitis. The pt was hospitalized from (B)(6) 2013. Per the pdrn info regarding the pt's course of care and treatment were unavailable at the moment. The pt is currently doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.